Manufacturer narrative:
Product is not expected to return as it remains in service. If additional information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered two inappropriate shocks and anti tachycardia pacing (atp) across two episodes due to atrial fibrillation (af) with rapid ventricular rate (rvr). Therapy was not exhausted. Therapy delivery is considered inappropriate as this device is not intended to treat atrial arrhythmias. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Product is not expected to return as it remains in service. If additional information is provided in the future, a supplemental report will be issued. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted a hole in the right ventricular tip seal plugs dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported inappropriate therapy.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered two inappropriate shocks and anti tachycardia pacing (atp) across two episodes due to atrial fibrillation (af) with rapid ventricular rate (rvr). Therapy was not exhausted. Therapy delivery is considered inappropriate as this device is not intended to treat atrial arrhythmias. This device remains in service. No additional adverse patient effects were reported. Subsequently, the product was returned without any additional device performance allegations.